Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient has not followed up with the physician. As far as the physician is aware, there were no patient complications. All other information is unknown and unavailable.